Event description:
It was reported that during transport, the ventilator power cut off completely then returned power but did not provide pressure or breaths to the pt. The ventilator was removed from service. No pt harm reported. It is unk if the ventilator alarmed when the reported problem occurred. It was also reported that the ventilator appeared to have been dropped.

Manufacturer narrative:
The MFR was able to duplicate the reported problem. Initial checkout could not be performed due to no air flow from the ventilator. When the ventilator was powered up, it would produce visual/audible disc/sense alarms. Internal inspection revealed the turbine impeller was seized by a metal shaving. The turbine was replaced to correct the reported problem.